Event description:
It was reported that the unspecified bd ¿ syringe's cannula broke off. The following information was provided by the initial reporter, translated from spanish to english: I am writing to inform you that yesterday, wednesday 28 february this year, I bought a box of 10-piece insulin syringes at the (B)(6) near my home. When I opened them at home and used the syringe, when I inserted it into the small bottle of insulin, the needle came off and remained inside the small bottle, I would like to know how you could help me please, or what to do in these cases, since I had to buy other individual syringes for fear that the same thing would happen!

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd ¿ syringe's cannula broke off. The following information was provided by the initial reporter, translated from spanish to english: I am writing to inform you that yesterday, wednesday 28 february this year, I bought a box of 10-piece insulin syringes at the guadalajara pharmacy near my home. When I opened them at home and used the syringe, when I inserted it into the small bottle of insulin, the needle came off and remained inside the small bottle, I would like to know how you could help me please, or what to do in these cases, since I had to buy other individual syringes for fear that the same thing would happen!